Event description:
Boston scientific received information that this device had a report of inappropriate therapy delivery due to noise. Review of previous communications associated with this device showed the right ventricular (rv) lead that was in service at the time subsequently was identified as fractured after a remote monitoring alert for high out-of-range pace impedances. Subsequent review of the electrogram (egm) from three identified episodes in a clinical study showed noise on the rv pace/sense and shock channels was present at the onset of the episodes. In one episode, device therapies were exhausted for the episode after delivery of anti-tachycardia pacing (atp) bursts and five shocks. In the other two episodes, the device also delivered atp and shocks, but diverted charging for additional shocks when the amplitude of the noise decreased and only the patient's intrinsic rhythm was being marked by the device.

Manufacturer narrative:
The rv lead, which was determined to have experienced subclavian crush, was replaced. The available information indicates that this device remains implanted and in service. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.